Manufacturer narrative:
Concomitant products: product ID: 97745, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain indications. The reason for call was pt reported the controller stopped working pt stated all the controller says is "no device found" since 4 weeks ago pt stated he was consulting with an hcp to remove the ins and hcp wanted an MRI before he would schedule the procedure. Pt stated that he wants the ins removed because therapy is not taking the pain away as much as he would like it to. Pt stated the ins is annoying it is causing pain where it is implanted since 6 mos ago - pt stated it feels like a "splinter in his spine" pt stated he charged up the controller and the ins to 100% but the controller would not connect to the ins - no device found. Pt stated he is connected and charging with excellent quality the ins moved from orange to 30%50% for the controller. Pss is going to call pt back to continue trouble shooting. Pss made an outbound call to pt and verified that pt was able to charge the ins and he stated he was able to connect with the controller but then it "stopped working" and wouldn't find the device again. " no device found" reported. Pt stated he is not interested in getting a replacement at this point because he is having the ins taken out.